Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Since the submission of the first supplemental report, the product was received and evaluated.